Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the imaging system intermittently not complete start-up. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the computer did not power on and the computer did not complete boot up protocols. It was found that the hard drive was cycling.